Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the material integrity of the device was reportedly compromised. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status; 1 device was not available for evaluation. 1 device investigation type has not yet been determined.  Dditional information: 2 devices were labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the material integrity of the device was reportedly compromised. 2 events had patient involvement; no patient impact.